Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had a small pin size hole at the battery site that was leaking fluid. The physician cleaned the battery site and the patient was doing well upon follow-up.